Event description:
Boston scientific crm received information that this device system was impacted by pocket erosion. A new device was implanted once the patient was cleared by the physician. The three leads in the system reported separately, had remained in service.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was addressed secondary to pocket erosion.